Event description:
This study compared the results of multiple thoracic endovascular aneurysm repair (tevar) procedures using non-abbott stents. The intention of this study was determine the durability of a non-abbott low-profile stent and the outcomes of the procedures that use them. The study stated that proglide devices were used for closure in the common femoral artery for a large portion of cases. The rate of vascular complications were low; however for proglide, included the following: dissection, pseudoaneurysm, vessel damage, and occlusion requiring the use of surgery, stenting, manual compression, and hospitalization. 29 deaths occurred; however, none were related to the use of proglide devices. The article concluded that the stent was a reliable, safe, and effective method of treatment for tevar procedures that reduces the risk of vascular complications. Specific patient information is documented as unknown. Details are listed in the attached article, "single-center midterm results with the low-profile zenith alpha thoracic endovascular stent graft."

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Attached article titled "single-center midterm results with the low-profile zenith alpha thoracic endovascular stent graft". B3- date of procedure was estimated from (B)(6) 2013 to (B)(6) 2019 as the study data was from november 2013 to december 2019. D4- the UDI is not known as the part and lot number were not provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number were not reported, and the packaging was not returned. Based on the case information, a conclusive cause for the reported patient effects of pseudoaneurysm, dissection, and obstruction, and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention and surgical intervention were likely related to the case circumstances. The reported patient effects of pseudoaneurysm, dissection, obstruction, unexpected medical intervention and surgical interventions are listed in the perclose proglide instructions for use (IFU), as potential adverse events of use of the device. There is no indication of a product quality issue with respect to manufacture, design or labeling.